Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that locking ring was outside the liner at the time of opening.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history record (DHR) review shows no anomalies or deviations. This device is used for treatment. Surgical notes were not provided. Product history search revealed no additional complaints against the part and lot combination. A definite root cause cannot be determined with the information provided.